Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing high blood glucose (bg) levels (284-380 mg/dl) and insulin injections were administered to address the bg level. After the current correction using an insulin injection, the customer's bg dropped to 30 mg/dl and juice was consumed to address the low bg. The customer thought the high bg was due to the pump not delivering insulin. As the customer was not currently experiencing a high bg level, tandem technical support advised the customer to discuss the past events with a healthcare provider.